Event description:
Event description guidant received information that an unidentified liquid was inadvertently introduced to this cardiac resynchonization therapy-defibrillator (crt-d) during the implant procedure, compromising the sterile field. The physician elected to proceed with the implant.